Event description:
It was reported that the patient underwent an unspecified fusion procedure using rhbmp-2/acs. Post-operatively, patient developed severe pain. Imaging studies ultimately showed that patient had developed uncontrolled bone growth and resulting nerve impingement at or near the implant site.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that in early 2010, the patient was experiencing pain in neck, back, arms, and shoulders. On (B)(6) 2011, the patient underwent surgery on c2 and c3.the patient was implanted with rhbmp-2/acs.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.